Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have reverted to a safety mode status. This device is expected to be explanted at a future date, however currently remains in service. No adverse patient effects were reported.